Manufacturer narrative:
A review of the mfg records has been conducted. The review of the MFR records verified that this lot met all pre-release specifications.

Event description:
It was reported that the physician implanted a gore helex septal occluder to close a pfo (patent foramen ovale) with an atrial septal aneurysm. The defect was not balloon sized. A 25mm device was implanted but on tte (transthoracic echocardiography) the next morning, the occluder had embolized to the abdominal aorta. The device was snared out and another device was implanted. The pt was doing well following the procedure.